Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. There was no damage to the distal tip of the delivery system. There were crimp impressions visible along the working length of the balloon. There is evidence that the balloon folds at the proximal end of the balloon had slightly opened. No other damage to delivery system was noted. (B)(4).

Event description:
Physician was attempting to use the endeavor resolute drug eluting stent, to treat a moderately tortuous and severely calcified vessel with 85% stenosis in the lcx. The lesion was pre-dilated by 2.25x30mm, rx balloon catheter at 12atm for one inflation, 50% stenosis left after pre-dilatation. The device was removed from packaging and inspected as per IFU with no issues noted. Negative prep/purging was performed on the device prior to use, with no issues noted. No resistance noted while advancing to the lesion. The physician reported that during the procedure, the stent dislodged when attempting to cross the calcified lesion. The dislodged stent was adhered to vessel wall by balloon catheter; one more stent was implanted to fix the stent to vessel wall. The stent was not explanted. Operation time was extended. Procedure was completed. No other clinical sequelae reported. ¿please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.